Event description:
Per the clinic, the patient developed overlying skin breakdown at the incision site following trauma to the area, which led to displacement of the implant and bacterial entry into the implant pocket, resulting in biofilm formation on the implant. Subsequently, the patient was treated with oral, topical, and intravenous antibiotics. It was also reported that the patient was hospitalized for intravenous antibiotic therapy.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.